Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the device identified white particles, creases in the shell, and voids in the gel. The weight of the device was within specification. The reason for reoperation was diagnosis of lymphoma-alcl. The events of seroma and lymphoma-alcl are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician called to report a case of "confirmed alcl." Diagnosis of alcl confirmed with pathological report finding "atypical cells are strongly positive for cd30, and several are positive for cd5, ema, and cd7. The atypical cells are negative for alk-1 (performed on 2 separate blocks) and alk-d5f3." Follow information from the healthcare professional notes seroma. Both events take place on the left side. Device has been explanted.